Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's machine during drain 3/6 of their automated peritoneal dialysis therapy. Per inital report, the home patient disconnected their transfer set from the patient line of the homechoice set during dwell 3/6, the home patient fell asleep without reconnecting, and awoke to the system error 2240 alarm. In response to this the home patient reconnected to the setup and attempted to clear the alarm. Baxter's technical service center assisted the home pt in ending therapy early. Per the home patient's nurse, no patient injury or medical intervention was associated with this incident.